Event description:
The event is reported as: the stapler jammed during use. No pt injury reported.

Manufacturer narrative:
The device has not been returned to manufacturer at the time of this report. Conclusions: no lot# provided. It is unk when device was manufactured. A CAPA has been initiated to address this issue of jamming. Manufacturer will continue to trend this complaint.